Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v017110, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v017110, implanted: (B)(6) 2007, product type lead; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v017110, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient¿s right side device was showing high impedance values for everything associated with electrode 3. It was noted that electrode 3 not being used in programming. The 3 electrode value was around 23,000 ohms. It was noted that it was unknown when this possible open occurred but had run impedances on the date of this report in preparation for device change out. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. Manufacturing representative was concerned that the right side battery ran its life too quickly. The right side device was at elective replacement indicator (eri) and it was noted that this was not outside the scope of what would be expected. It was further noted that both devices would likely be swapped out. Right side was 5.6v, 180hz, 150usec and 1000 ohms and had shown about 9.7 months eri. Left side was 3.9v, 180hz, 90usec and 1000 ohms and had shown about 2.2 years eri. Additional information was requested but had not been received as of the date of this report.